Manufacturer narrative:
There was no donor involved in the incident. The power cable was not returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2019 haemonetics was notified of a burnt power cable on a pcs®2 plasma collection system.